Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up in clinic. It was noted that episodes of ventricular undersensing were observed. Programming changes were made. The ventricular lead and pacemaker are being monitored. The patient was stable with no complications.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information suggests that the original event of undersensing was only an issue with the ventricular lead. The pacemaker and ventricular lead was explanted. The pacemaker was upgraded to an implantable cardioverter defibrillator. There were no concerns with the pacemaker. No further information is available at this time.

Manufacturer narrative:
Correction: the previous supplemental report indicates the devices were explanted but current information indicates there was no explant and the devices remain implanted. Correction: type of reportable event - should be malfunction not serious injury. Correction: adverse event and required intervention - on previous supplemental should not be ticket as this is not a serious injury.

Event description:
New information received indicates the pacemaker and right ventricular lead were not explanted. The only issue was with the ventricular lead undersensing. The devices remain implanted and are being monitored as originally reported. No further changes were made after the originally reported programming changes.